Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to try different charging sources, but the issue persisted. Consequently, technical support decided to replace the pump. The customer will continue using the current pump and was guided on how to put the pump into storage mode before returning it to tandem.